Manufacturer narrative:
The reported event was confirmed through functional testing and review of the event log retrieved from the thermogard xp ivtm console ((B)(4)) performed onsite. The root cause is due to overheated power relays on the right and left rear brackets. Upon replacement of the right and left rear bracket assembly, the console was functionally tested and functioned as intended without any errors observed. The console met all performance specifications and passed all final testing criteria. The thermogard is a reusable device and has exceeded its expected service life of 3 years. Therefore, this type of issue is characteristic of normal wear and tear for the life of the device.

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard ivtm system (sn: (B)(4)) was used on a patient that was hospitalized post cardiac arrest. The customer was able to cool, maintain and then rewarm the patient; however, five minutes after the maintaining phase was initiated, the unit powered off. The attending nurse tried to switch outlets; however, the system kept intermittently powering off and the screen would go blank without any error messages. The use of thermogard was discontinued. The console was in the run mode for approximately 36-48 minutes. No catheter and suk leak was noted. There was no additional system used for temperature management. No known patient consequences were reported.